Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation as the part was discarded on site. A medtronic representative went to the site to test the equipment. Mobile view station (mvs) ac cord and mvs green led were replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A medtronic representative reported that the imaging system power was intermittent. They had to wiggle or adjust the power cable into the system for it to charge fully. There was no patient present when this issue was identified.